Event description:
As reported by the Field Clinical Specialist (FCS), approximately 4 years and 4 months transfemoral TAVR procedure with a 23mm SAPIEN 3 Ultra valve in the aortic position, the patient experienced issues due to aortic insufficiency. As a result, their valve is replaced with a 20mm SAPIEN 3 Ultra Resilia (S3UR), with no issues. Patient is in recovery and doing well.Upon follow up the FCS clarified the failure modes are stenosis with a mean gradient of 49 but with some insufficiency as well.After reviewing the medical records provided, the patient is an (b)(6) female, with a past medical history significant for aortic stenosis, aortic regurgitation, congestive heart failure, non-ST-segment elevation myocardial infarction in 2015, paroxysmal atrial fibrillation, sick sinus syndrome status post dual-chamber permanent pacemaker implantation on (b)(6) 2019, pulmonary hypertension, hypertension, chronic kidney disease stage III, thrombocytopenia, deep vein thrombosis, glaucoma, gout, Raynaud phenomenon, osteoarthritis, peptic ulcer with hemorrhage, and blood loss anemia, who underwent implantation of a 23 mm SAPIEN 3 Ultra valve in the aortic position on (b)(6) 2022. At an unknown date following implantation, the patient was treated with Eliquis for suspected hypoattenuated leaflet thickening. Approximately 4 years and 4 months post-implantation, the patient underwent a successful valve-in-valve procedure with implantation of a 20 mm SAPIEN 3 Ultra Resilia valve within the existing 23 mm SAPIEN 3 Ultra valve in the aortic position on (b)(6) 2026.

Manufacturer narrative:
Database upgrade limited characters; D4 UDI: (b)(4). Investigation is ongoing.